Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) died in (B) (6) 2005. The device was interrogated shortly before the patient arrested. The device did not appear to administer a shock, and external rescue failed. The cause of death was not determined. The local guidant representative confirmed the device did correctly identify ventricular fibrillation and administer a shock, which did not convert the patient. The patient was then externally shocked, which also did not convert the rhythm, and the patient passed away. This is documented in the patient hospital record.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device noted arcing under the device header. The device was then interrogated and review of device memory revealed that a 31 joule shock resulted in an inappropriately low impedance measurement (<20 ohms). Further analysis confirmed the arcing was due to damaged insulation surrounding a wire within the header that allowed undesirable shunting of shock energy to the active titanium case causing the "<20 ohms" impedance measurement. On june 17, 2005, guidant (now boston scientific crm) issued a physician communication regarding a deterioration in a wire insulator within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in august, 2004. This device was manufactured before august, 2004 and is included in this population. Upon further review of the stored information within the device's memory, it was identified that the patient was induced into a ventricular fibrillation rhythm. The device properly sensed and detected the arrhythmia; however, during the third attempt to deliver therapy, the device likely arced under the header as low out of range impedance measurements were recorded. As a direct result of arcing, no critical therapy would have been available. The time of the patient's death was never reported; therefore, we are unable to confirm whether the arcing occurred prior to the patient's death or post mortem.